Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's daughter reported via phone call low blood glucose levels. Customer's blood glucose level was 30 mg/dl. Troubleshooting for low blood glucose was performed. Customer treated their low blood glucose with food and orange juice. Customer remained low for 9 hours and removed the device. Customer's mother felt fine at time of call and had gone low the day before they spoke to the helpline. Customer was advised to monitor the insulin pump and their blood glucose levels. Customer was advised to call back if the issues persist.